Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file showed the system operating as intended. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a5: no patient information provided, pending follow up with hospital. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was admitted for gastrointestinal (gi) bleeding. It was noted that the patient had a known history of extrinsic outflow graft obstruction and has had recent changes to their anticoagulation strategy. Log files were sent for evaluation. There were no unusual events recorded in the event log file history. The mcs equipment was operating as intended. Related manufacturer report number covering outflow graft obstruction: 2916596 -2022 -12274.